Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you identify the lot number of the product used? 102per. Additional information was requested; the following was obtained: please confirm: did only 1 suture pull off the needle when suturing during this 1 patient procedure? Pull off event occurred several times from the one pack, but the actual times is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on an unknown date and suture was used, during the procedure, the suture was detached from the needle immediately when the nurse held the needle with the needle-holder during wound closure. Even though the nurse continued to use the suture, but the suture was detached from the needle more easily than usual. Another product was used to complete the case. There were no adverse patient consequences. Additional information was requested.